Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected right ventricular pacing impedances for quite some time. Impedances typically range from 400-500 ohms and will intermittently spike up to the 900 ohm range. Boston scientific technical services (ts) advised troubleshooting. The plan is to bring the patient in to check for potential loose connection within the next several weeks. No adverse patient effects reported. As of today the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted. No adverse patient effects were reported.